Event description:
In 2009, the pt reported elevated blood glucose readings (290 mg/dl). Pt's usual blood glucose reading range is below 100 mg/dl. Pt attempted to correct the blood glucose reading by bolusing 3.5 units of insulin. Her blood glucose readings did not come down, but rather went up to 300 mg/dl. The pt bolused 6.0 units of insulin and next morning her blood glucose reading was within the normal range (98 mg/dl). The pt was uncertain of the reason for the elevated blood glucose readings. There were 2 boluses in the infusion device history. The date was set incorrectly in the infusion device (1 day off). Product was replaced and requested to be returned for evaluation. The pt did not require medical assistance from a healthcare professional or second party to address the issue.